Event description:
It was reported while using bd vacutainer® lh pst¿ ii plus blood collection tubes, an unspecified number of tubes underfilled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd did not receive any samples or photos for investigation. Functional tests were performed on 20 retained samples, and all were found to be within specification. The investigation also noted that several factors can affect the volume drawn by evacuated tubes, including filling technique, tube age, and environmental conditions. Proper storage, assembly, and technique are important to ensure correct vacuum draw. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: draw volume. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® lh pst¿ ii plus blood collection tubes, an unspecified number of tubes underfilled. No adverse impact was reported regarding the patient or user.